Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting calibration error. Troubleshooting was performed. Customer reported a high blood glucose of 400 mg/dl. Customer declined to troubleshoot for the high . Products are not expected to return.